Event description:
The distributor reported that the pump did not recognize the filled cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). Recall #: 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/28/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump failed to recognize the filled cartridge during the load step. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly.